Event description:
The cypher stent had a crack on the hub. There is no info regarding the target lesion location and the vessel characteristics. The product was properly inspected and prepped. No anomalies were noted during prep. The stent had been inserted into the pt and the physician had positioned it at the site of the lesion. The hub crack was then noted when the syringe was attached to the hub to achieve negative pressure. The device was removed from the pt immediately. There was no difficulty removing the device from the pt. There was no reported injury to the pt.

Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date. Additional info will be submitted within 30 days of receipt.